Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a calcified coronary artery. A 3.50 x 16 synergy drug-eluting stent was selected for use. However, prior to placement inside the vessel, it was noted that the stent dislodged from the balloon. The procedure was completed with a new synergy stent. There were no patient complications nor injuries reported.